Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break, confirming the reported event. The fiber body was separated from the fiber connector. The fiber connector had no defects on the face. During functional testing, the aim beam could not be determined because the connector was completely detached from the fiber body. It is likely that procedural handling of the device during the unpacking, may have contributed to the fiber body break. The device instructions for use (IFU) states: careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance.

Event description:
It was reported that the fiber was detached from the connector. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was detached from the connector. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was detached from the connector. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break, confirming the reported event. The fiber body was separated from the fiber connector. The fiber connector had no defects on the face. During functional testing, the aim beam could not be determined because the connector was completely detached from the fiber body. It is likely that procedural handling of the device during the unpacking, may have contributed to the fiber body break. The device instructions for use (IFU) states: careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance.